Manufacturer narrative:
Physio-control confirmed the issue observed. The main keypad assembly was replaced and the device passed functional and performance inspection and was returned to the customer.

Event description:
Physio-control received a report of a non-critical issue, but upon inspection, physio determined that the keypad was unresponsive. There was no report of any patient involvement associated to this event.